Event description:
A surgeon reports that there was leakage from the cassette during testing. There was no pt involved.

Manufacturer narrative:
The investigation is in progress. A sample has been received and is awaiting evaluation. A root cause has not been identified. (B)(4).